Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device did not close clips completely. There is no further information. It is not known how the procedure was completed. There were no reported patient consequences.